Manufacturer narrative:
Result: communications cable with bent and missing prongs. Cracked siderail panel with sharp edges.

Event description:
It was reported by service report that the patient's head right side rail panels were broken, and the com cord had bent and missing pins. It is unknown if there was patient involvement or if there were adverse consequences to report.